Event description:
The customer was hospitalized for low bgs. The customer stated that the pump changed the basal rate on its own. Explained to the customer that the pump cannot change the basal rates on its own, but the pump can clear the settings if it gets an error alarm. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. Suggested customer call the doctor to discuss possible causes of low bgs. A day later the customer called back and reported that they still have erratic bgs and their dr believes there may be something wrong with the pump.